Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported the event of ¿the implant ruptured during implantation." The device was not implanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, an extended opening with striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - a striated opening assessed as surgical damage. Additional, changed, and/or corrected data: d.10; g.1; h.3; h.6.

Event description:
A healthcare professional reported the event of ¿the implant ruptured during implantation." The device was not implanted.